Manufacturer narrative:
A2) patient date of birth - not available from facility. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) and left ventricular (lv) lead were present within the patient, but were not targeted for extraction. A spectranetics lld lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and spectranetics medium visisheath dilator sheath, progress was made to the superior vena cava (rv). Then, approaching the distal coil of the lead in the rv, progress stalled. When switching to a cook medical 13f evolution dilator sheath in the rv, the patient¿s blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including rescue balloon and pericardiocentesis; however, was unsuccessful. A sternotomy was performed, and an svc perforation was discovered and repaired. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.